Event description:
The report received from the field indicated that difficulty was experienced with the sds during attempts to cross the tortuous left anterior descending lesion, the stent embolized. The physician was able to place another balloon into the mini and deploy the stent distal to the target lesion site. A competitive stent was used to complete the procedure. There was no report of patient injury or complications.